Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 08/19/2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8219 stating: wire popped out of forcep.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.